Event description:
The customer reported that the system intermittently would not take a picture (perform fluoroscopy). There is not report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
No conclusion can be drawn as repair information was not reported.